Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms), indicated that the bg values were not entered into the system which limited the review of the reported issue. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. Post re-link, additional monitoring showed that bg values met sg trends well, with occasional differences due to lag between the sg and bg inherent to sensing technology and calibrations entered during periods of rapid glucose change. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends are not changing rapidly. Additionally, a 1:1 session with a clinical specialist was advised for better understanding of the system. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.